Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma-like issue: shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged asthma-like issue: shortness of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Powered up the device and confirmed airflow and the heater plate heats. No care orchestrator data was available. During the external investigation of the device, the device was missing the ui knob. The filter that was placed in the filter area was not the foam filter recommended for this device. An unknown dust contaminant was observed in the air inlet seal, on the pca, on the top of the blower housing, on the flow manifold, on the blower, on the blower bellow, on the right panel assembly, on the alarm assembly, on the sound abatement foam, and on the bottom enclosure. Slight discoloration was observed to the inlet seal and blower bellow. The investigation of the humidifier was performed, and confirmed no presence of degraded sound abatement foam. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but can confirm an unknown dust contamination on the flip lid, on the inlet seal, and on the bottom housing. Section d8, d9, h2, h3 and h6 were updated.